Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).

Event description:
Per maude event report # (B)(4). It was reported by the pt that a physician performed a novasure endometrial ablation in 2013 (exact date unk). The pt was "experiencing incapacitating pain, sporadic and heavy bleeding". The pt had hematometra and a hysterectomy was performed. We have been unable to obtain additional info surrounding this event.